Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after unable to send transmissions via merlin.net and unable to link to the device. Upon interrogation, it was noted only to have connectivity via wand and not via rf antenna. The cybersecurity upgrade was performed, and device was re-interrogated. The device connected by rf telemetry and the issue was resolved after the upgrade was performed. No patient consequences were reported.